Manufacturer narrative:
Additional information was received which confirmed that none of the adverse events or patient deaths were associated with the medtronic devices. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Journal article details; title: preoperative inferior mesenteric artery embolization is a cost-effective technique that may reduce the rate of aneurysm sac d iameter enlargement and reintervention after evar authors: michael vaillant, pierre-antoine barral, julien mancini, mariangela de masi, laurence bal, philippe piquet, and marine gaudry annals of vascular surgery 2019; 60: 85¿94 doi: https://doi.org/10.1016/j.avsg.2019.03.012. Fdp c50579 and c9445. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant and talent stent graft systems were implanted in a patient group for endovascular abdominal aortic aneurysm repair. Non-medtronic stent grafts were also implanted in the patient group. The average aneurysm diameter was 53 mm.   The following adverse events were observed in the patient group: aneurysm enlargement reintervention surgical conversion hematoma leg thrombosis renal failure aneurysm rupture death was also reported, one of aortic origin, related to the explantation of an infected endoprosthesis. However there is no causal link that a medtronic device may have caused or contributed to the death.